Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a 62 mm diameter x 70 mm long thoracic aorta aneurysm approximately one year ago. Vessel morphology at the time of implant was reported as the proximal aortic neck was 27 mm in diameter and 20 mm long. The aorta was non-tortuous. Access vessels had mild calcification and mild tortuosity. It was reported that four months post stent graft implant, the aneurysm size has changed to 66.8 mm x 84.6 mm long and nine months post initial implantation, the aneurysm was 73 mm in diameter. It was reported that there was a recommendation for intervention with the implantation of a stent graft extension: however, the details of what the intervention was to treat were not reported. It was reported that the pt expired on an unk date. The investigator assessment states that the event was remotely related to the study device and to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: death, lack of information provided. Evaluation, conclusions: lack of information provided.

Manufacturer narrative:
(B)(4).

Event description:
The investigator called the patient to recommend having an additional stent graft implanted. The patient wanted to think about the intervention when the physician called again, the patient's family confirmed that the patient expired. The patient may have expired from an aortic rupture. According to the investigator, no autopsy was performed.